Manufacturer narrative:
A set of onestep electrodes were returned for this patient event; the remaining two electrode pads were not available for evaluation. The customer did not return the devices for evaluation, however the devices activity logs were provided. Visual examination of the electrodes found evidence of hair, scaly skin, and a foreign substance believed to be dirt the electrodes were electrically tested, and were in specification. A review of the activity logs found evidence that the devices were unable to obtain an ECG signal while in pacer mode. Based on the activity log and the presence of hair on the returned electrodes, this investigation was concluded as poor patient preparation. Zoll medical instructs users to properly clean the patients skin and clip excessive hair, as necessary. The electrode pads were scrapped subsequent to eval. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a pt, the device was unable to gain capture of the pt via defib electrode pads. Complainant indicated that the clinician obtained another r series device: (B)(4), however, the device was unable to obtain capture of the pt's heart rhythm. Complainant indicated that the clinician obtained another r series device: (B)(4), however, the device was unable to obtain capture of the pt's heart rhythm. Complainant indicated that the clinician obtained another r series device: (B)(4), however, the device was unable to obtain capture of the pt's heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the devices for eval; however a set of electrode pads have been returned and we will be providing a follow up report when our investigation is completed.